Event description:
A us distributor contacted zoll to report that a patient developed pressure sores under the lifevest equipment. Patient described the area as pressure sores from seams of garment under each breast area that have since scabbed over. There was no alleged device malfunction contributing to the pressure sores. The patient¿s physician advised placing bandages over the area. Follow up indicated that the sores improved.

Manufacturer narrative:
Not applicable.